Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced refractive surprise and intolerable anisometropia . The iol was exchanged for another lens model 1 months following the initial implant procedure. Additional information has been requested.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and reported that the iol was exchanged for the different lens model indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol.